Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During dilation, it was noted that the balloon ruptured at about 6 atm, so it was reported to be defective. The device was simply removed from the patient's body. Dilation was then performed with nse and the procedure was completed. No complications reported and the patient's condition post procedure was good.